Event description:
During a percutaneous transluminal angioplasty (pta) to treat a carotid artery stenosis (cas), the patient became unresponsive before the angioguard filter was withdrawn. The patient was asymptomatic prior to the procedure. The vessel was tortuous and the target lesion was moderately calcified with 80% stenosis. There was not thrombus noted pre-deployment or post deployment. The lesion was pre-dilated, a precise stent was placed and the lesion was post-dilated without problems or abnormality; however, the patient became unresponsive before the angioguard filter was withdrawn. Blood flow was confirmed with digital subtraction angiography (dsa) and the filter was immediately withdrawn. There were no air bubbles noted at any time during the procedure. The use of evaravone was reported, with gradual return to consciousness within ten minutes after the procedure was completed. The patient developed right hand paralysis with improved "brute strength" over 24 hours but remained with alogia (speech mild paralysis) and mild paralysis remained for one week with a trend toward recovery. Magnetic resonance imaging (MRI) demonstrated watershed brain infarct. The patient is in stable condition still convalescing. No further procedural information is available.

Manufacturer narrative:
The initial information received did not report the event related to a cordis stent. However, additional information received indicated that a precise stent was already in place when the reported event occurred, therefore, this will be the initial/final report for this product and is one of two products involved in the same patient and reported under manufacturing number 1016427-2008-00006 and 9616099-2008-00419. The stent remains implanted and the angioguard was not returned for analysis. The lot number of the stent is not known, therefore, a device history record (DHR) review cannot be done. The DHR for the angioguard was completed. Without the return of the actual device in question for evaluation, lake region medical is unable to determine an exact cause for this incident. Co did review the device history records relative to the manufacturing, inspecting and packaging of lot 01991433. This packaging lot contained 110 units, which were shipped on october 10, 2007. The history records indicate this product was final inspection tested at co and was determined to be acceptable. Stroke is a well-known documented potential complication of this type of procedure and is listed in the instruction for use (IFU) as such. With the limited amount of information available, it is not possible to draw a clinical conclusion between the devices and the event. The exact cause of the neurological changes after stent placement and post dilation, prior to removal of the angioguard device, cannot be determined. Patient factors including vessel characteristics and hemodynamic effects may have contributed, however, based on the available information, no conclusion can be made.